Event description:
Customer reported meter results of 298 mg/dl, 40 mg/dl, and 295 mg/dl within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A requested was made for the return of the system, replacement was sent.